Event description:
It was reported that the right ventricular lead exhibited episodes of noise; noise could not be reproduced with isometric testing. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.